Event description:
It is reported that a customer received failed battery alarms on their insulin pump. The patient's blood glucose level was at 230 mg/dl. The customer stated that they changed the batteries and still had the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).